Event description:
It was reported that during a da vinci-assisted surgical procedure, arcing occurred when using the monopolar curved scissors instrument. The intuitive surgical inc. (Isi) field service engineer (fse) advised that arcing when using mcs instrument is caused by either a damaged mcs tip cover or the tip cover being misaligned during tip cover installation prior to use. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue. The system was tested and verified as ready for use.